Event description:
Essure procedure performed (B)(6) 2011 with pt presenting with pain during a post-op visit on (B)(6) 2011. Antibiotics administered with no improvement shown by (B)(6) 2011. The physician removed the devices during a diagnostic laparoscopic procedure on (B)(6) 2011. The pain has resolved since removal.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.